Event description:
It was reported that during a da vinci-assisted surgical procedure using an x/xi system, a bipolar auto-firing issue occurred. The issue was reported to dvstat after the procedure. The customer stated that the site used the generator unit in standalone mode and that, at times, the foot pedal appeared too sensitive, resulting in energy activation when the site contacted the pedals. Upon review of the log, m-10 and m-11 errors were identified, indicating a potential issue with the generator unit or foot pedal. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was located outside the patient's body and was not in contact with any tissue. The issue was resolved by completing the procedure with a third-party ordinary electric knife. No injury to the patient was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced foot pedal to resolve the issue. The system was verified and ready to use. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The probable root cause is attributed to the faulty footpedals. The affected part involved with this complaint was a field scrap item and will not be returned for further investigation.

Event description:
Refer to h11 for follow-up information.